Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, foreign objects were discovered in the device nozzle, caused by insufficient cleaning. The reported problem of a cloudy image was not confirmed. In addition, a worn angle wire caused the play of the up/down knob and the bending angle in the up direction to not meet standard value. The adhesive on the bending section cover was chipped. The clogged nozzle prevented the water removal ability to meet standard value. Switch 1 had a scratch. The adhesive around the objective lens was peeled. The channel cover was scratched. The connecting tube had a scratch and a dent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be specified and could not specify the root cause of the remaining foreign material. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]: 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function: 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor the field performance of this device.

Event description:
A customer reported to olympus a cloudy image from the evis lucera elite gastrovideoscope. There were no reports of patient harm. Upon inspection and testing, foreign objects were discovered in the device nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.